Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported procedural complications occurred. The patient underwent an atrial fibrillation radiofrequency ablation (rfa) procedure. After completion of the rfa procedure, the anesthetist started to perform the general anesthesia and intubation for a left atrial appendage closure (laac) procedure. During intubation, there was bleeding noticed ¿when inserted stomach¿ and then the blood oxygen of the patient was greatly reduced; the intubation was failed after multiple attempts. Due to the patient¿s condition, the laac procedure was aborted. No watchman products were used. The patient condition post procedure was stable.